Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that due to carbon dioxide retention, orotracheal intubation was performed on (B)(6) 2026, without complications. On (B)(6) 2026, stridor was heard during rounds, and a cuff leak was detected. The cuff was reinflated to 30 cmh2o, but stridor recurred two minutes later. Suspecting a cuff leak, the endotracheal tube was replaced. There was a patient involvement and there were no additional adverse consequences. The failure mode was found in clinical conditions. Therefore, if the event recurs during ventilation, it will interrupt therapy and potentially impact the patient.